Manufacturer narrative:
Date of event: date patient pain started is an unknown date in 2018. Explanted date: device was unable to be removed; device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2018, patient underwent a revision surgery of the elbow due pain. Patient was originally implanted with a 3.5 extra articular plate, three 3.5mm locking screws and one cortical screw in (B)(6) 2018. Patient experienced pain, so underwent a revision procedure. During the procedure, three broken screws were removed, and one broken screw was left in the patient as the doctor had difficulty removing it. New screws were used to fix the plate back in position. There was a surgical delay of more than an hour. The procedure was successfully completed. Patient outcome was not provided. This report captures the patient pain and screw remaining in the patient. The broken screws will be captured in related complaint (B)(4). This report is for a 3.5mm locking screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional information provided. Concomitant medical products: date of concomitant therapy is the same as date of implantation, an unknown date in may 2018. Device history record review could not be completed with the provided information. Complained issue could not be replicated and/or confirmed based on the available information. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: 3.5 extra-articular plate (part: unknown, lot: unknown, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Updated concomitant devices list. Lot number is unknown, it was reported inadvertently in the initial medwatch report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: 3.5 extra articular plate (part # unknown, lot # unknown, quantity 1), 3.5mm titanium locking screw (part # 413.024, lot # l545019, quantity 2), cortex screw (part # 404.824, lot # l571045, quantity 1).